Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. A product sample was not been returned for evaluation. The root cause of the customer's complaint is not known. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up it was informed that the culture result was negative, it was determined that these cases was related to toxic anterior segment syndrome. The reporter informed that increasing the dose of generic steroid post operatively mitigated the inflammatory reaction.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported seeing a fiber strand in a patient's eye post operative from a cataract surgery. The anterior chamber was quiet, there was no inflammatory reaction. There is no product sample available.